Event description:
After successfully entering the true lumen of the superficial femoral artery, the outback catheter became stuck on the stabilizer guidewire and, consequently, both products needed to be removed from the pt as a unit. The pt is a male. The lesion was a total occlusion, approximately 6mm, but not tortuous. The product was properly inspected and prepped prior to use. The physician was successful in advancing and re-entering the true lumen over the stabilizer plus guidewire. He withdrew the cto catheter, and then advanced it back over the wire to dilate the track that had been established. The physician was successful at getting back into the true lumen, but when he attempted to remove the catheter, it became stuck on the guidewire. Under flouro, it was noticed that the wire was kinked. The physician removed the wire and the catheter as a unit and then had to re-use a 0.035 wire and followed the track that was created. He then followed on with a balloon and stent to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products that was involved in the same procedure and is related to mfg# 1016427-2006-00119 and 3002912012-2006-00054.